Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level ranged from not being impacted to 560 mg/dl with moderate ketones and insulin injections were used to address the bg level. A cause for the past occlusions was unable to be determined. A system check using the current supplies found the occlusion to be within the infusion set tubing; however, the customer had been using apidra insulin in the cartridge.